Manufacturer narrative:
Section g5 combination product of the initial medwatch report indicates: blank section g5 combination product of the initial medwatch report should indicate: no.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control observed that the device's internal hybrid layer capacitor (hlc) batteries had extremely low voltage which caused all three icons on the device's readiness indicator and prevented the device from powering on. However, after extensive testing of the device the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.